Manufacturer narrative:
Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause cannot be established at this time.

Manufacturer narrative:
Device evaluated by MFR: device not explanted.

Event description:
The manufacturer was notified of a serious adverse via the believe registry. On (B)(6) 2019 a patient with a perceval pvs21 aortic heart valve implant received a pacemaker due to complete heart block after post avr symptomatic brachycardia and temporary epicardial pacing dependence. The patient had progressively elevated thresholds. This event occurred 4 days after the patient received the perceval implant. At discharge the patient had normal valve functionality with no leaks, mean gradient of 14 mmhg, and a 60% ejection fraction.